Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported encountering an incident where their affiniti 50 ultrasound system included previous patient data on the next patient¿s examination. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of this issue. After extensive testing and analysis, the reported issue could not be reproduced. However, engineering has determined the problem as described was most likely associated with a software issue that has been resolved in a subsequent software release. The system¿s software was upgraded to resolve this issue and the system is in use at the customer facility with no additional issues reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported encountering an incident where their affiniti 50 ultrasound system included previous patient data on the next patient¿s examination. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.